Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery, unreactive pupil (fixed). (B)(4) - explanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to an unreactive pupil (fixed) and urrets-zavalia syndrome. The surgeon performed phaco without cataract to solve the anisometropia and an iol was implanted. The patient's post-op bcva was 20/22.

Manufacturer narrative:
Method: work order search, medical review results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - damage to the pupil is usually due to vascular damage as a result of trauma/inflammation/ischemia. Some patients may have iris vasculature abnormalities and could develop ischemia in the event of transient/persistent high iop, although etiology of the non-functional pupil is still not clear. (Urret zavalia's syndrome). Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).